Event description:
The needle punctures the side of the sheath at the tip of the device ¿ causes the sheath to bend and therefore. The sheath cannot be advanced in the vein. Staff also report that with the safety device deployed they could still have a significant exposure to blood because, the sharp bevel of the needle sticks out to the side of the blunting device.